Manufacturer narrative:
Unit passed displacement test. Unit received with partially broken off battery tube threads. Unit received with scratched casing, severe scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked case on battery tube area, damaged keypad overlay texture, severely faded serial number label, stained serial number label, peeling end cap address label, corrosion in battery tube, cracked reservoir tube lip and partially detached retainer.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated there was a crack on top of the battery compartment. The customer¿s blood glucose level was 85 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.